Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has recommended that they stop aligner treatment. A letter of recommendation was provided from their dentist that stated that for this patient it is not recommended orthodontic treatment unless under direct supervision by a licensed professional. The patient has class ii, iii mobility and also widened pdl's. They also have several teeth that needs restoration work.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.